Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay. This MFR addresses patient three (3) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested throat and/or nasopharyngeal swabs. Pcr confirmation testing using bd max platform generated negative results. No additional patient information, including treatment and outcome, have not been provided.

Manufacturer narrative:
References number: 1221359-2021-01921, 1221359-2021-01922, 1221359-2021-01924. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1017966, test base part number 190-430/ lot: 107966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017966 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue ,however a possible assignable root cause is sample interference or cross contamination.